Event description:
A malfunction alarm was reported, identified by a code labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and it was confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if any further issues arise.